Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were provided for evaluation. It came in an open packaging blister. The needle assembly is an 18ga x 1 ½¿ with a catalog# 305180. The top web is marked as 305180. The photo shows the sample with the needle assembly with no filter and red plastic hub / top web. Failure mode is verified as the incorrect product was intermixed with material number 305211. The root cause is personnel error. The loose needle with material number 305180 was inadvertently packaged with material number 305211 and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 6270975 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 6270975 during the production run. Root cause: the root cause is personnel error. The loose needle with material number 305180 was inadvertently packaged with material number 305211 and was missed by personnel.

Event description:
It was reported that there was no filter in the needle of bd flunt fill needle with filter, and the holder of the needle was red which is normally blue. The imprint of the blister of the needle was also red which is normally blue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no filter in the needle of bd flunt fill needle with filter, and the holder of the needle was red which is normally blue. The imprint of the blister of the needle was also red which is normally blue.